Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: additional contact information: (B)(6) medical center, (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed not having completed the infusion of fluorouracil although all of the medication had been delivered. Per reporter the infusion was continuous with a length of 46 hours, and a rate of 1.5. The reservoir volume was reported to be 63.4, and 66.95 was given. No adverse patient effects were reported.